Event description:
The biomed mgr stated that if the audio alarm was physically tapped on that it would work. The co customer support engineer (cse) was unable to duplicate the condition. The cse inspected the device and replaced the alarm assembly as a precaution. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.